Event description:
It was reported that the attempted left ventricular (lv) lead would not allow the guidewire to be advanced within the lead body. A stylet was inserted with the same result. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically distorted at various locations due to pulling/stretching/overstress. There was blood visible on the distal conductor of the lead. Visual summary analysis of the lead indicated damage at implant. A fresh guidewire was inserted but was stopped due to conductor distortion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.